Event description:
It was reported that "during the surgery, when the surgeon finished driving a screw in the cup, the tip of the driver shaft broke. He could not remove the fragment from head of screw. Therefore, he remained in and inserted the pe insert in the cup."

Manufacturer narrative:
The results of the investigation performed indicated that the root cause of driver deformation is attributed to a mismatch in the tolerance between the driver tip and the drive feature of the screw head. As angulations of the driver within the screw head increase, the more likely that the driver will deform. An ecn was implemented to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. To further reduce the likelihood of this event, it is recommended per the surgical protocol to pre-drill using the appropriate drill bit, use the custom drill guide to reduce angulations, and ensure proper engagement exists between the driver and screw.